Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The single compressor malfunction alarm reported by the customer was confirmed upon review of the driver's alarm history but was not able to be reproduced during investigation testing. A review of the driver's data revealed that the driver was operating on the right compressor when the compressor malfunction alarm occurred. An engineering micro sd card was inserted into the driver to trigger a primary compressor switch every six hours, in an attempt to reproduce the customer-reported alarm. A single compressor malfunction alarm was not observed throughout 48 hours of operation with a compressor switch occurring every six hours. The root cause of the customer reported single compressor malfunction alarm was a nonconformance of the right compressor, but it could not be determined from this investigation why the compressor triggered the alarm, and both compressors functioned as intended during this investigation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.